Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck collet in the reported problem area of the pipettor assembly. The tip clamp, plunger clamp, tip retaining clip, lld contact spring, and complete tip clamp sleeve were replaced. The instrument was inspected, tested without further problem, and returned to service.